Manufacturer narrative:
One used forcetriad was received. An evaluation of the returned sample confirmed an issue with self-activation. Faulty solderings were found on the steering relay board. The investigation isolated the failure to faulty soldering, but the root cause could not be determined. The probable root cause could not be determined based on the information provided. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device did not turn on. Examination of the received sample by medtronic found the bipolar port would activate on its own.